Event description:
Additional information was received that the patient's treating physician did not think that their death was vns related although did not know the cause of death. The patient had a 50% reduction in seizures. Their death was not witnessed.their vns products were not explanted. Their device was programmed on at the time of their death.

Event description:
A report was received from neurology that a vns patient passed away on (B)(6) 2013. No further information has been received at this time. Location of death, patient health or circumstances of their death are not known at this time. Good faith attempts are underway.